Event description:
The complaint description was reported as: light got hot during a saphenous vein harvest. No pt injury or intervention reported.

Manufacturer narrative:
No additional info available. Device returned for eval. Report of eval and investigation not available at time of this report.